Event description:
The customer states panel ID testing with donor samples were negative using the ortho provue but positive in manual gel. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and performed temperature testing on the two provues in the customer's facility. The fe also performed temperature testing on the manual gel station incubator. All incubators were within 1 degree of each other at testing. The fe then forwarded log files and images of the testing and cards used to 2nd level support. The instrument is reading the cards appropriately. The fe informed the blood bank supervisor of this information and they accepted the analyzer as fully operational. All testing, repairs and adjustments were made per the service manual. Repairs have returned this instrument to expected operation. (B)(4).